Manufacturer narrative:
Patient¿s identifier, date of birth and weight are unknown. (B)(4) lot number unknown. Device remained implanted; as such explant date is not applicable. Complainant device is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017, the surgery was performed using the transforaminal posterior atraumatic lumbar (t-pal) system to fix the l3-l4 levels. During the surgery patient¿s dura mater was injured while the surgeon was inserting the implant using the holder. The surgeon dealt with this event by suturing the injured dura mater. The surgery was completed successfully; no other medical intervention was required. Per surgeon, he might have scratched the dura mater with the tip of the holder while inserting. Concomitant device reported: t-pal system (quantity 1). This report is for one (1) t-pal spacer. This is report 1 of 2 for complaint (B)(4).